Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing a loss of therapy. The patient reported that they were in tremendous pain and the therapy wasn't working right for them as it wasn't covering the correct area. The patient stated that when they would turn stimulation higher, it felt like they would lose their bowels. It was noted that the patient wanted a manufacturer representative to reprogram their device. No falls or traumas were reported that could be related to the issue. The patient was redirected to their healthcare provider (hcp) to address symptoms; additional physician listings were sent as well. It was noted that the issue started on (B)(6) 2017. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) wasn't working, even though the screen showed that it was fully charged. No further complications were reported.